Event description:
On (B)(6) 2012, an 80 (B)(6) female pt underwent hip revision surgery with a tibial cortical strut, 10cc, dbx putty unit and cables. On (B)(6) 2012, the pt developed infection symptoms. The incision site was warm with pus and blood drainage. The following was reported, wbc 20.7, crp 18.0, esr 82. Gram stains, aerobic and anaerobic superficial and deep cultures were taken of the wound site and tissue. (B)(6) were identified in superficial and wound cultures of the left hip. A nasal swab was positive for (B)(6). The wound site was irrigated. Deep hemovac drains were placed. The pt was treated with vancomycin, 1000mg, zosyn and rifampin, 300mg bid. On (B)(6) 2012, it was reported that the pt's wound had completely healed and she was on oral trimethoprim-sulfamethoxazole.